Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was returned assembled with the pump cable severed approximately 10¿ from the pump housing and the distal end of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The cuff lock was returned fully engaged with the apical cuff in place. The pump appeared to be exposed to a fixative. Examination of the blood-contacting surfaces of (B)(6) revealed no evidence of any adhered or developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. No signs of damage that would have contributed to a functional issue were noted. The lvad log file data retrieved from (B)(6) appeared to show the pump operating as intended with stable estimated pump flow values. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2017. The current revision of the heartmate 3 left ventricular assist system instructions for use lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.